Manufacturer narrative:
The complaint cannot be verified. The production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. No evaluation is required.

Event description:
On (B)(4) 2013, patient reported he experienced severe hypoglycemia that required medical treatment in (B)(6) 2013. He woke during the night and felt confused, sweaty, and combative. His wife contacted the paramedics, and they administered an IV. He was unresponsive and believes his blood glucose was around 25 mg/dl. He regained consciousness about 10 minutes later and ate food after the paramedics left. He reported his blood glucose level was in his normal range of 100-120 mg/dl the night before and his last bolus was delivered between 5:00-6:00 pm. No issues were noted during troubleshooting, and no allegations were made against the infusion device system. He believes hypoglycemia was caused by "progression of the disease" and how he reacts to insulin. No product will be returned for evaluation.